Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was two 9fr d/l hickman central venous catheters. Usage residues were observed throughout both samples. The first sample (sample 1) was received with a repair site on the white-luered lumen. The sample terminated approximately 1cm distal of the molded joint. A longitudinally aligned c-shaped split was observed just distal of the molded joint. An attempt to infuse water through sample 1 revealed both lumens to be patent to infusion; however, when flushing the red-luered lumen, a leak was observed emanating from the site of the aforementioned split. Microscopic inspection of the c-shaped split revealed granular fracture surfaces. The granular texture was coarser near the center of the split. The second sample (sample 2) was received with a repair site between the between the molded joint and the tissue ingrowth cuff. Sutures were tied around the catheter between the cuff and the repair site. The sample was received in two segments which shared a complete break approximately 1cm distal of the ingrowth cuff. Damage was observed on the distal segment of sample 2 that was consistent with device removal damage; however, no other leaks or evidence of leakage was observed. The tensile weakness, split morphology and split surface texturing was consistent with over-pressurization (burst) damage. Such damage can be caused by flushing against an occlusion, attempting power injection through a non-power-injectable catheter and use of a too-small syringe. Reference faqir 990104 for additional information about this failure type. The nursing procedure manual can be found online at www.bardaccess.com and provides the following guidance: ¿do not use a syringe smaller than 10ml to flush or confirm patency. Patency should be assessed with a 10ml or larger syringe with sterile saline. Upon confirmation of patency, administration of medication should be given in a syringe appropriately sized for the does. Do not infuse against resistance. Infusion pressures should never exceed 25 psi. Smaller syringes generate more pressure than larger syringes.¿ the nursing procedure manual also provides guidance for re-establishing catheter patency in the event the catheter becomes occluded or resistance is felt during flushing. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the facility that the small lumen of the catheter began leaking while flushing and had to be repaired. This file addresses the repair of the leak ((B)(4), addresses the leak). It was stated by the healthcare professional that the "distal portion of the bifurcation had rips and tears". The device was removed and a peripheral line was placed. Sample available for return. No patient injury was reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the facility that the small lumen of the catheter began leaking while flushing and had to be repaired. This file addresses the repair of the leak (rga #(B)(4), addresses the leak). It was stated by the healthcare professional that the "distal portion of the bifurcation had rips and tears". The device was removed and a peripheral line was placed. Sample available for return. No patient injury was reported.